Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The determined error patterns indicate that the cause for the described issues is excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Device evaluation found broken optical lenses. Bent outer was observed. In addition, severe debris was observed under the eyepiece window (e/p) window. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope, to olympus repair center for evaluation of a cracked unit that was found during reprocessing. There were no reports of patient harm.